Event description:
It was reported that the system 6 sagittal saw is breaking blades due to an issue with the blade mount head. The event occurred during a surgical procedure. The case was completed with a back-up device without any clinically significant procedure delay. There were no adverse consequences as a result of the event.

Manufacturer narrative:
The device is available for evaluation but has not yet been received. Additional information will be submitted once the device is received and the quality investigation is complete.